Event description:
It was reported that a patient enrolled in the product surveillance registry presented with ICD pocket hematoma, swelling, and bleeding at ICD site, which resulted in hospitalization where the patient was treated and the hematoma was resolved. The ICD remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 419688, implantable pacing lead; implant: 2013-(B)(6), model: 5076-45, implantable pacing lead; implant: 2013-(B)(6), (B)(4).